Event description:
It was reported while using bd facscanto¿ ii flow cytometer erroneous results were obtained on patients samples. Results were not reported and treatment was no provided based off results. There was no impact to patient. The following information was provided by the initial reporter: as mentioned, for some time now we have had a problem with structure size graphs (fsc-ssc) only on a mask / marking (the alot: tube for clearing acute leukemia). The problem is : in fsc ssc no population is well defined, the points are stretched over the entire height and length of the graph ditto in cd45-ssc impossible to window correctly the points being stretched over the entire height of the ssc. And many points on / under the baseline: we cannot recover them because the fsc ssc does not study exponentially. This is not a filter problem, it is well "cleaned / purged" every day, plus all of our other markings / masks are ok. We have nevertheless made some progress on the problem: the peculiarity of this tube is that there is an intracyto labeling with an intra lysis. (Since the other masks do not have this problem we looked for the differences between them). This is the only tube that remains very red after marking and we had to set a threshold on the cd45 to remove the too many gr debris that was "polluting" our graphs. And now, surprisingly, thinking that there was perhaps a problem with the computer acquisition, we tested the next day to acquire this tube marked for 24 hours on another experiment: the ssc-fsc graphs come out well, and we let's try to re-acquire it in alot and there the ssc-fsc come out well! (Cf alot j1). It is the same tube, the same acquisition mask, the only difference being the time elapsed between the marking and the acquisition (d0, d + 1). The customer observed different results than expected due to an application issue: however, they were able to obtain correct results at a second analysis the day after. I answer below the usual questions in case of erroneous results: were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? Obtained but not used. Any treatment provide to the patient based on the result? No. Was there any harm to the patient? No.

Manufacturer narrative:
H6: investigation summary scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported complaint on the instrument producing erroneous results in the ssc fsc graph. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 11mar2020 to 11mar2021. Complaint trend: there are 2 complaints related to the issue of erroneous graph results; date range from 11mar2020 to 11mar2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6). File # 338961-v96100562-900136709, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the erroneous results was due to an application issue. The customer had submitted a complaint regarding the populations of the generated graphs and their scaling. The fsc ssc and cd45-ssc graphs lacked defined populations and were scaled such that it was difficult to properly view all the points. Additionally, they reported that many points were on or below the baseline. A work order was created for a technical service representative to assist the customer in performing the repair remotely (wo-01828872), though the customer reported that the issue had been found and remedied before they could make proper contact. The instrument had been cleaned and purged every day and the markings were ok, so the customer concluded it wasn¿t a filter issue. The customer adjusted the threshold of the cs45 to remove debris observed in the graphs. The following day the customer ran samples using the same tube and acquisition mask and found that the graphs came out properly. Due to this finding they concluded that the issue was due to an application issue. No parts were requested for evaluation as there were no parts replaced. After the initial reported instance of erroneous results, the instrument was working as intended. Although the¿unexpected¿results¿were from patient samples, no¿patient was treated¿nor harmed from incorrect results.¿the results were captured prior¿to any diagnosis decision and¿was reported¿to bd as not expected.¿the customer confirmed that there was no impact to patient samples nor physical harm cause by this issue, and no incorrect results were used. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: 01828872, case # 01289130 install date: 20mar2008 defective part number: n/a work order notes: subject / reported: 338960 - bd facscanto ii - anomalie graph ssc fsc. Problem description: as mentioned on the phone, for some time now we have had a problem with structure size graphs (fsc-ssc) only on a mask / marking (the alot: tube for clearing acute leukemia). Attached is an example of acquisition (alot j0 file). The problem is : - in fsc ssc no population is well defined, the points are stretched over the entire height and length of the graph - ditto in cd45-ssc impossible to window correctly the points being stretched over the entire height of the ssc. - and many points on / under the baseline => we cannot recover them because the fsc ssc does not study exponentially. This is not a filter problem, it is well "cleaned / purged" every day, plus all of our other markings / masks are ok. We have nevertheless made some progress on the problem: the peculiarity of this tube is that there is an intracyto labeling with an intra lysis. (Since the other masks do not have this problem we looked for the differences between them). This is the only tube that remains very red after marking and we had to set a threshold on the cd45 to remove the too many gr debris that was "polluting" our graphs. And now, surprisingly, thinking that there was perhaps a problem with the computer acquisition, we tested the next day to acquire this tube marked for 24 hours on another experiment: the ssc-fsc graphs come out well, and we let's try to re-acquire it in alot and there the ssc-fsc come out well! (Cf alot j1). It is the same tube, the same acquisition mask, the only difference being the time elapsed between the marking and the acquisition (d0, d + 1). Work performed: giulia costa 2021-03-25 15:43:33z: further action, other-give reason called back customer, she is not available. Call back tomorrow giulia costa 2021-03-11 12:32:08z: further action, other-give reason asked scientific support to assist cause: application issue solution: instrument works within specification internal notes: giulia costa 2021-03-26 15: 03: 52z: closed, other-give reason. Customer confirms that it was an application issue and that case can be closed returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (daq) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02¿rev. 12/vers. J whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? ¿yes ¿no o item: scale/clip o function: scales and clips data o potential failure mode: data is scaled or clipped incorrectly o potential effect(s) of failure: corrupted data o potential cause(s)/mechanism(s) of failure: dsp, fpga o current controls: perform a setup with 7-color beads o recommended actions: n/a o severity: 8 o occurrence: 2 o detection: 2 o rpn: 32 o item: events analysis o function: calculates basic parameters from event pulse(height, area, and widths). O potential failure mode: parameters do not change or are calculated incorrectly o potential effect(s) of failure: incorrect data o potential cause(s)/mechanism(s) of failure: fpga/dsp o current controls: instrument setup/calibration (qc) fails o recommended actions: n/a o severity: 8 o occurrence: 2 o detection: 2 o rpn: 32 mitigation(s) sufficient ¿yes ¿no root cause: based on the investigation results the root cause of the erroneous results was due to an application issue. Conclusion: based on the investigation results the root cause of the erroneous results was due to an application issue. The customer called regarding erroneous populations and scaling in their fsc ssc graphs. The customer tested the instrument again the next day and found that the produced graphs were as expected and the issue was no longer being observed. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety. H3 other text : see h10

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer erroneous results were obtained on patients samples. Results were not reported and treatment was no provided based off results. There was no impact to patient. The following information was provided by the initial reporter: as mentioned, for some time now we have had a problem with structure size graphs (fsc-ssc) only on a mask / marking (the alot: tube for clearing acute leukemia). The problem is : in fsc ssc no population is well defined, the points are stretched over the entire height and length of the graph. Ditto in cd45-ssc impossible to window correctly the points being stretched over the entire height of the ssc. And many points on / under the baseline => we cannot recover them because the fsc ssc does not study exponentially. This is not a filter problem, it is well "cleaned / purged" every day, plus all of our other markings / masks are ok. We have nevertheless made some progress on the problem: the peculiarity of this tube is that there is an intracyto labeling with an intra lysis. (Since the other masks do not have this problem we looked for the differences between them). This is the only tube that remains very red after marking and we had to set a threshold on the cd45 to remove the too many gr debris that was "polluting" our graphs. And now, surprisingly, thinking that there was perhaps a problem with the computer acquisition, we tested the next day to acquire this tube marked for 24 hours on another experiment: the ssc-fsc graphs come out well, and we let's try to re-acquire it in alot and there the ssc-fsc come out well! (Cf alot j1). It is the same tube, the same acquisition mask, the only difference being the time elapsed between the marking and the acquisition (d0, d + 1). The customer observed different results than expected due to an application issue: however, they were able to obtain correct results at a second analysis the day after. I answer below the usual questions in case of erroneous results: were the samples analyzed on the instrument patient samples? Yes. If they were patient samples, were incorrect results obtained or used? Obtained but not used. Any treatment provide to the patient based on the result? No. Was there any harm to the patient? No.